Manufacturer narrative:
(B)(4). Not yet returned to manufacturer.

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
(B)(4). The pad-pak was first successfully installed on (B)(6) 2009 and performed to specification up to (B)(6) 2010. The pad-pak was removed and reinstalled on (B)(6) 2016 with the device passing a self-test. The device records multiple manual power ups mainly of ten minutes duration between (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.